Manufacturer narrative:
(B)(4) - thrombus. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 9 years and 10 months. On (B)(6) 2011, through follow-up with the health-care provider, it was learned that the device was explanted due to aortic stenosis. According to the operative report, the patient had a previous aortic valve replacement. He presented with critical restenosis of his bioprosthesis. Cardiac catheterization did confirm mild disease of his lad. His ventricular function was preserved. He had a 4.8cm ascending aorta. He was taken to the operating room for aortic valve replacement, possible ascending aortic replacement. Operative risk 6% to 8%. Note that the patient had itp and has platelet counts of around 50,000. Consideration was given to ascending aortic replacement; however, given the bleeding diathesis, it was decided to replace the aortic valve and wrap the ascending aorta to move out further dilatation. Of note, the patient also has a history of hepatitis b and has had a previous stroke which is attributed to the thrombus on the aortic valve prosthesis. The aorta was opened, and the valve inspected. It was noted to be a heavily diseased bioprosthetic valve, and the valve was excised and the annulus was debrided. A #25 carpentier-edwards thermafix valve was seated and tied securely in place.